Manufacturer narrative:
This report is submitted on oct 14, 2021.

Event description:
Per the clinic, the patient developed soft tissue infection, erythema, granulation tissue and skin overgrowth around the post on (B)(6) 2021 (specific date not reported). The patient was treated with oral and topical antibiotics (specific date and duration not reported), and the granulation tissue was cauterized with silver nitrate chemical.